Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-13799 and 1627487-2013-13800. It was reported the pt could not communicate with his ipg using external devices. The pt stated he has not charged his ipg for over 3 months because he wasn't receiving effective stimulation. The pt also stated the stimulation would change when he moved his neck, he would feel "a shocking sensation" in his neck or overstimulation in his back. No further info is available at this time.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.